Event description:
It was reported that the air detector failed. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. The reported problem of a failed air detector was confirmed through performance verification test and visual inspection. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period